Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no reported adverse impact to the customer. Additional information was not received. The customer declined further follow up from tandem technical support.